Manufacturer narrative:
Initial info was received by fidia from the consumer on 10th june 2009. At the time, the medical reviewer at fidia deemed that the case did not meet any seriousness criteria. Conversely, company, that received copy of the documentation for info and f/u activities, classified this adverse event as reportable. Although the info available does not indicate that disability was permanent or significant, fidia is reporting this case for completeness sake.

Event description:
A pt was injected with hyalgan for mild arthritis of the right knee and his/her entire right leg swelled. The pt had incredible pain and the shot disabled the pt. A plastic bag was filled with ice cubes and applied on the swollen knee cap. Doctors insisted that this caused damage to the tissue and the result was an infected knee. The pt's doctors stated it was an allergic reaction. The pt's leg was swelling and flushed as the day progressed. The pt wore a compression stocking which helped. Relevant tests included an unspecified ultrasound which showed no indication that there was a vascular problem. At the time of the report, the pt reported he would be proceeding with the additional five shots and there was somewhat of an improvement, but the pain which the pt went through did not warrant another try with the injections. Additional info for hyalgan from product technical dated 14-jul-2009, received by company, on 15-jul-2009: no batch # was reported, and no complaint sample was received. Conclusion: no investigation/no assessment possible.